Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable transvenous defibrillation lead presented with intermittent loss of capture, a decrease in r-wave measurements and increase in threshold measurements. A dislodgement was suspected. No adverse patient effects have been reported.